Event description:
The clinician reports the implant was inserted 2018-07-18 in fdi 13. On 2019-11-13, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.